Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer main 3 d4 required maintenance. The system was unable to recover the drawer, and after the pyxis drawer was rebooted, the system still did not allow the drawer to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the drawer to resolve the issue. Ran hardware test was passed. The system functioned as intended after the field service engineer repaired the device.